Manufacturer narrative:
Manufacturing site: (B)(4). The reported caravel microcatheter was returned for evaluation. Tip separation was confirmed on the returned microcatheter. The remaining tip was curved. A scratch and a dent were observed on the tip surface, indicating the tip was in contact with a harp and edgy object during manipulation. At the torn end of the tip, a circumferential crack caused by tensile stress was observed, accompanying stretching of the tip polymer and inner jacket. The distal end of the braid tube was exposed at the torn end of the tip. The above findings indicated that the tip was pulled and tearing occurred at approximately 2mm from the very distal end of the tip, at the junction of polymer-and-braid and polymer-only segments of the tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated with removal had most likely contributed to the observed tip separation on the returned caravel microcatheter. The applied stress would localize and therefore exceed the product design limit when the tip was being trapped by the tortuous and calcified segment of the peripheral artery, tearing the tip apart. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion. [Warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) [Malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of an asahi caravel microcatheter had separated during a retrograde percutaneous coronary intervention (pci) to treat a heavily calcified, chronic total occlusion (cto) in the right coronary artery (rca) #3. An asahi suoh 03 guide wire with a corsair pro microcatheter were delivered retrogradely for channel tracking. The guide wire was able to reach the rca but the microcatheter did not follow. The microcatheter was replaced with the subject caravel but it also failed to cross the tortuous part of the peripheral septal artery. A small balloon was then delivered but again failed. A second attempt was made with the caravel but failed. It was difficult to remove the caravel from the artery and removed with the guide wire when the catheter tip was found detached. The separated tip was remaining in the peripheral artery, the physician determined it was unable to be retrieved. Antegrade approach was then attempted but unsuccessful. Because antegrade wiring failed, the pci was terminated. The lesion was very complicated, the physician would consult with a cardiac surgeon to future treatment whether the patient would go under another pci or bypass surgery. The patient was without problem after the procedure.